Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It was reported that the scrub technician noticed that the trial liner was broken. The device was not required for the procedure and was not used during surgery.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed the lock ring is fractured. A fractured off fragment was not returned for review. Gouges are seen in the rim of the inside diameter. Dimensional measurements are conforming to print specifications where measured. Device history record (DHR) was reviewed and no discrepancies were found. Investigation results concluded the most likely root cause of the event is previously addressed design deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.